Manufacturer narrative:
The device was discarded by the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. In some cases, balloon deflation difficulty can be due to the clinician not removing the syringe from the gate valve when attempting to deflate the balloon. The IFU instructs the clinician to ¿passively deflate the balloon by removing the syringe from the gate valve¿. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4). Please reference report number 2015691-2017-02045.

Event description:
It was reported that during use there was a deflation issue with the balloon of this swan ganz catheter. It is unknown if the syringe was attached to the gate valve while attempting to deflate the balloon. The device was discarded at the facility. Additional information was unable to be obtained. Patient demographics requested, but not available.